Event description:
It was reported that an asymptomatic patient presented to the clinic with noise on the rv lead. Fluoroscopy showed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.